Manufacturer narrative:
Concomitant product: product ID: 507652, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient underwent a routine device change-out, during which the chronic right atrial and right ventricular leads were accidentally reversed in the new device's header. The reversal was realized upon interrogation after the incision site was closed. The site was reopened and the reversal corrected. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.